Event description:
It was reported that during a self test, the system monitor screen malfunctioned and showed waves on the screen. The system monitor was also freezing. Log file review noted an intentional pump stop on (B)(6) 2020 at 7:26 pm. The nurse was attempting to restore the screen of the system monitor after it became pixelated. It was believed that the pump stop button was accidentally pressed when attempting to restore the screen. The system monitor was removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues with the system monitor display was confirmed via evaluation of the returned system monitor (serial number: (B)(6)). The system monitor was returned to service depot and evaluated. The system monitor touchscreen was freezing during testing, reproducing the reported event. The touchscreen was recalibrated, and the issue resolved. After recalibrating the touchscreen, a full functional checkout was performed and the unit passed all tests. The unit was returned to the customer site. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate left ventricular assist system (lvas) equipment to trained service personnel only. Heartmate iii instructions for use (IFU) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor, including how to properly use the system monitor and the actions to take if the system monitor is not functioning as intended. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.